Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 due to diabetic ketoacidosis (dka) after experiencing high blood glucose. The patient reported feeling sick, nauseous, and vomiting prior to admission. The treatment was provided through intravenous insulin and potassium phosphate.the event was resolved following treatment. No further information is available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: united states.